Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: additional information received: how much bleeding occured? Bleeding was very much noticeable. Did the patient receive any blood products? No, patient did not receive any blood product. If so how much blood products was given to the patient? No blood product given to the patient. Was the intra -op procedure changed? No procedure was not changed because suturing technique was used post bleeding. Was post-care for the patient changed? Yes, post care of the patient was changed in the sense that they were providing extra care to the patient.

Event description:
It was reported that during a low anterior resection procedure, the device fired for the distal resection, but staple was not formed properly and bleeding started to happen at that side. Hands on suture was performed. One device was discarded.